Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, overheating of bone, bone resorption, peri-implantitis, infection, pain, increased sensitivity, bleeding, inflammation, mobility (B)(6) are same patient).